Event description:
It was reported that after pressing the start button, the cs100 intra-aortic balloon pump (iabp) unit does not boot both on ac mains as well as on battery mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1, g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion), h11. A getinge field service engineer (fse) reported, machine does not boot even after pressing start button both on ac mains as well as on battery mode. Fse will visit site after receiving po and payment. Customer is not interested & requested to close the order. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available.

Event description:
N/a.